Event description:
Customer reported a button error alarm on the insulin pump. Customer's blood glucose reading at the time of the call was 107 mg/dl. No further information reported.

Manufacturer narrative:
Insulin pump received with intermittent buttons due to flattened esc dome switch. No button error alarms noted. Insulin pump received with stripped battery cap coin slot. Insulin pump received with cracked case at display window corners, battery tube threads and minor scratches on lcd window.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.